Event description:
It was reported that a patient experienced delayed touchscreen responsiveness. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting from technical support, and no additional information regarding the outcome of the event was received.